Event description:
It was reported that the patient bent over on 2014 (B)(6) and the incision ripped open and started oozing. The patient was told it was infected. It was noted, the implantable neurostimulator (ins) site had infection oozing out. The reporter noted they were either going to cut it all out or try antibiotics on 2014 (B)(6). It was noted they started on the antibiotics. It was noted that the patient had an appointment with the health care professional scheduled on 2014 (B)(6). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 7752, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).